Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega suturecut needle driver instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Review of the provided image (see attachment - duplicate record) shows a broken instrument main tube causing the stuck in cannula issue. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument rotation shaft was stuck and could not be put back into place. The clamp could not be unstuck with the safety key. The instrument was removed with the cannula. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred on april 10, 2025, during an anterior pelvectomy; no fragments were missing or left in the patient, no port enlargement was needed, the issue was resolved by replacing the instrument, and the patient sustained no injury. Patient demographics and medical details were not available, and the instrument was already returned to isi.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large suturecut needle driver instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken main tube at the distal tip. One piece measuring proximately 15mm x 4mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. Additional related observation: the instrument was found to have the proximal clevis dislodged. The broken main tube caused the proximal clevis to become dislodged. The instrument came back attached with the following accessories. Due to the dislodged proximal clevis, it was not possible to remove the seal port and cannula. The probable root cause of the broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Furthermore, the dislodged proximal clevis resulted from the broken main tube issue.

Event description:
Refer to h11 for follow-up information.